Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 9:10 a.m. On (B)(6) 2026, the nurse in charge inserted a catheter for the patient¿s cta procedure. The insertion was successful, the flushing test was normal, and the catheter was properly secured. The nurse then accompanied the patient to the CT suite for the cta scan. During the high-pressure flushing test performed by the CT suite staff, fluid leakage was observed at the tip of the catheter. The injection was immediately stopped, and the nurse in charge reinserted the catheter and completed the cta scan.